Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was advised by healthcare professional that dexcom would connect with medtronic insulin pump. Customer was hospitalized due to diabetic ketoacidosis. Customer's blood glucose was 455 mg/dl. Caller was advised that dexcom does not connect to medtronic pump.